Event description:
Patient was here for a carpal tunnel release. At the completion of the procedure while removing the arm board. Anesthesiology was removing the arm board from the surgical table and cut himself on a piece of metal on the arm board. He immediately washed the area and treated. Biomed contacted regarding the arm board. The arm board has been pulled from service and reported to skytron. Manufacturer response for surgical table, (brand not provided) (per site reporter). Status pending. Arm board was returned to the vendor and we are waiting for a response report as well as a determination of what will be done in response to the device.